Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The details of the lesion are unknown. The 2.0x12mm apex monorail balloon ruptured at fourteen atmospheres. It is unknown how many inflations occurred. The procedure was completed with another of the same device. The patient status is good with no complications reported. Additional information has been requested but not received.